Event description:
It was reported there was positioning difficulty, no capture, unacceptable thresholds, and high lead impedance of 3000 ohms. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.